Manufacturer narrative:
E3: the specific title of the initial reporter was not provided. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the results of the investigation, it is believed that a failure of the front panel unit or the main board caused the reported event. Taking the manufactured date of the device into consideration, investigation believes the components have simply deteriorated over long-term repeated use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The pressure indicator was displaying '1' instead of '0'. Additionally, the two led green lights were displaying a pressure reading as well. This problem was caused by a faulty main board. The first regulator unit was leaking oil. The front panel had multiple deep scratches and fading color. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the high flow insufflation unit was not properly saving settings. According to the initial reporter, the device would not revert back to zero, even with no pressure applied. There was no patient harm or consequence reported as a result of this event.